Manufacturer narrative:
Sr-(B)(4)please disregard the information in report number 3004753838-2017-41027 as this is a duplicate report. The information contained in this report has previously been reported on MFR number 3004753838-2017-41032.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver displayed system check passed and no historical data was displayed for 24 hours. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.